Event description:
It was reported that a balloon rupture occurred. The 9% stenosed target lesion was located in the moderately tortuous and severely calcified vessel in the left forearm. A 6.00mm x 2.00cm x 50cm pcb cutting balloon catheter was advanced for dilatation. However, during the third inflation for 30 seconds, the balloon ruptured. The device was removed without problem and the procedure was completed with another of the same device. No patient complications were reported, and patient was in good condition after the procedure.